Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardiac defibrillator (ICD) delivered inappropriate shock/therapy due to noise generated from an electromagnetic interference (emi) source. No intervention was performed. Patient condition was stable.